Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was beeping at regular intervals. Interrogation of the ICD revealed the battery status was ert2 (elective replacment time 2) when one month earlier it was at mol2 (middle of life 2).